Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error, off no power alert and motor position encoder error. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm. The customer reported that they had received motor position encoder error. The customer reported that the drive support cap was normal. Customer states they did not receive a low battery alert prior to the off no power alert. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no off no power alert noted. Unable to confirm motor position encoder error alarm due to overwritten history file.